Manufacturer narrative:
Update: tandem technical support reviewed the data upload with customer. Data from the t:connect did not show that the load process was being done every 3 days. Tandem technical support discussed labeling with the customer. The customer indicated that they were back to manual injections, however they had been working with their healthcare provider and clinical diabetes specialist on changing pump settings once they return back to using the pump. The customer¿s bg levels were back to normal, and they did not have any further questions. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has had elevated blood glucose (bg) levels ever since going back to the pump. Elevated bg levels were treated by administering a correction bolus. The customer believed that the pump was faulty, and attributed the issue to leaky cartridges. Tandem technical support offered to have a clinical diabetes specialist meet with the customer, however the customer declined. Recommendation was made that customer upload data via t-connect so as to allow for further troubleshooting.